Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The insulin pump received with battery cap. The insulin pump received with operating currents within spec. The insulin pump passed selftest, rewind, prime/seating test, basic occlusion test and force sensor test. Unit received with missing retainer and reservoir tube lip o-ring. Unable to perform occlusion test and displacement test due to physical damage to case. Power graph analysis confirmed low battery alarms, power loss and an abnormal loaded voltage at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6, pump was monitored and functioned properly. The device received with cracked case at the battery tube threads, received with broken belt clip rail, received with minor scratched display window and case.

Event description:
The customer reported via phone call that their insulin pump was damaged and was going through batteries quickly. Customer stated there were cracks around the reservoir compartment. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.